Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual examination of the returned product identified signs of use (scratches, gouges) and bone cement remains. Dimensional analysis of the product determined that the product, where measured, was conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes provided and reviewed by healthcare professionals state that a patient underwent a revision surgery due to tibial loosening. During the revision, the tibial component was identified as loose and was removed. No intraoperative complications were reported during the revision. X-rays were provided and reviewed by healthcare professionals. Pre-revision imaging revealed minimal contour deformity and lucency at the medial tibial tray, with a slight change in implant position. This shift was concerning for implant loosening. The bone quality in all images was mildly osteopenic. Evidence of tibial implant loosening was present in the later images. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00596404012 - articular surface size ef 12 mm height ''use with plate 5 - 66196128 00596401652 - femoral component option size f right compatible with lps-flex prolong - 66451899. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that all implants except the femoral component were revised and an initial patellar component was implanted. All available information has been provided.

Manufacturer narrative:
(B)(4). D6a : implant date : (B)(6) 2024 . D10 : unknown - unknown articular surface - unknown, unknown - unknown femoral component - unknown. G2 : foreign country : the netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient reported pain and x-rays suggested tibial loosening and the patient was revised approximately 9 months post-op due to tibial loosening. The tibial component and poly were both revised. Attempts have been made and all available information has been provided.